Event description:
Three days following cypher stent placement, this patient returned with complaints of chest pain. Angiography reveals thrombus inside the cypher implanted in the om and proximal to the stent. Three days later the physician attempts to treat the thrombus with poba. However, the balloon could not reach the target lesion, although the guidewire did cross. Therefore, no treatment was provided. As the patient was no longer experiencing chest pain - he/she was discharged the following day. Per the procedural physician, the cause of the sat was most probably due to the fact that the lesion (cypher) was not post-dilated. Would consider CABG for the patient in the further intervention is required.